Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states where the pull tube attaches to the head section there is weld that broke, and since it broke it wallowed out the pin hole on the pull tube.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the drive arm was bent, which confirmed the original complaint issue. However, the underlying cause could not be determined. The following fields were updated accordingly: additionally, was updated to reflect the correct serial number. The initial serial number provided ((B)(4)) is for the foot section of the bed. The complaint involves the head section of the bed, with serial number (B)(4), as confirmed by the returned product.

Event description:
Provider states where the pull tube attaches to the head section there is weld that broke, and since it broke it wallowed out the pin hole on the pull tube.